Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit has error code of 41541" was confirmed through pump power up test and confirmed system fault 41541. Cleared error code. The probable cause was unknown. Further investigation found latch and lock ¿locked¿ while device is locked and lever is pulled. The latch/lock flex sensor was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing, the unit has error code of 41541¿; during device evaluation the latch and lock ¿locked¿ while device is locked and lever is pulled due to the latch/lock flex sensor. There was no patient involvement and no harm.